Event description:
Patient undergoing angiography and angioplasty of renal artery. After completing the angiography, an interventional wire was advanced to the distal right renal artery. An intravascular ultrasound (ivus) catheter was then advanced over the wire and used to confirm fibromuscular dysplasia with vessel diameter of 5 mm. The interventional wire fractured during the removal of the ivus catheter. Both pieces of the wire were successfully removed through the guiding catheter. There was no patient harm.